Event description:
It was reported the patient¿s device did not work. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-28, lot# v024508, implanted: (B)(6) 2007, product type lead. (B)(6). (B)(4).